Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lung resection, an attempt was made to fire the reload, but the stapler was unable to fire, the surgeon was able to press the green button, but the handle could not be squeezed. Another handle and reload was used to resolve the issue. There was no patient injury.